Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient's grandmother reported that tubing was detached from the quick release when the patient woke up and the blood sugar was 500 mg /dl. The patient used pen for high blood glucose as a corrective measure. No further information available.